Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reau0887 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that 10ccns catheter tube allegedly ruptured just below the anchor. Apparently patient received merrem and line was flushing well and good blood return. When merrem was finished infusing reporter went in to flush the line. Upon flushing the tube alleged ruptured below the anchor. Reporter quickly put pressure on the site and called for help. Aspirated line to check for air in the line. No bubbles in syrinage and had blood return. Line was clamped. Doctor was made aware and ordered to remove the PICC. Rn removed the line. Patient tolerated well. . It was identified as a near miss therefore no patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter rupture was confirmed and the cause appears to be use related. The product returned for evaluation was a 5fr d/l groshong nxt PICC. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a 2mm, longitudinally-aligned, split was observed between the 46cm depth marking and molded joint. The split was associated with the red-luered lumen. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: longitudinally-aligned split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. The nursing procedure manual can be found online at www.bardaccess.com and provides the following guidance: ¿do not use a syringe smaller than 10ml to flush or confirm patency. Patency should be assessed with a 10ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the does. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. Smaller syringes generate more pressure than larger syringes.¿ the nursing procedure manual also provides guidance for re-establishing catheter patency in the event the catheter becomes occluded or resistance is felt during flushing. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reau0887 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that 10ccns catheter tube allegedly ruptured just below the anchor. Apparently patient received merrem and line was flushing well and good blood return. When merrem was finished infusing reporter went in to flush the line. Upon flushing the tube alleged ruptured below the anchor. Reporter quickly put pressure on the site and called for help. Aspirated line to check for air in the line. No bubbles in syringe and had blood return. Line was clamped. Doctor was made aware and ordered to remove the PICC. Rn removed the line. Patient tolerated well. It was identified as a near miss therefore no patient injury.